Event description:
The biomed stated that while completing a safety inspection, he found the bed had high electrical readings no matter which ground spot was used to test.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.